Event description:
It was reported that during a prostate procedure @ 34,849 joules of use and 11:38 minutes, "shooting in all direction" was observed with the fiber. "Patient described it as shooting through a sieve." The procedure was completed with an alternate procedure (turp). There was "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules: 37,849. The fiber tip (cap) was not cleaned during the procedure.